Event description:
The customer contacted stryker to report that the "hood keypad not working". In this state, CPR therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the hood assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.